Event description:
It was reported that revision surgery is scheduled due to a soft tissue reaction. The devices were implanted in (B)(6) 2004.

Event description:
It was reported that revision surgery was performed due to elevated ion levels, alval and fluid collection in groin.

Manufacturer narrative:
.